Event description:
During a routine follow-up, the physician observed no sensation or tongue protrusion. A system check was performed at the clinic visit which confirmed the findings and revealed abnormal impedances. Physician brought the patient to the or, explanted the sensing lead and stimulation lead, implanted new leads and closed. At the time of the revision surgery, the lead was replaced to restore therapy. However, upon conclusion of root cause analysis on (B)(6) 2026, the sensing lead was reported as tangled, and exhibited degraded outer insulation with insulation breaches, exposing the patient to the risk of injury. The revision surgery restored therapy, addressed the risk, and the issue is now resolved.